Event description:
The customer reported they were unable to transfer a patient at the central nurse's station (cns), and they were getting a "bed not ready" error message. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported they were unable to transfer a patient at the central nurse's station (cns), and they were getting a "bed not ready" error message. The room they were sending to was empty and powered on with the ay connected, but the error message persisted. The origination bed/cns appeared to be doing what they were supposed to do, but the receiving bed and cns was not receiving the patient. While troubleshooting, technical support (ts) was able to successfully transfer a test patient. No patient harm was reported. Investigation summary: the procedures for admitting, discharging, and transferring are provided in the operator's manual, chapter 4 (admitting and discharging patients). The evidence led the ts team to believe this was a networking issue. However, details of the resolution were not available. The service history for this hospital shows no other transfer issues were reported shortly after 10/27/2021. There is no indication that the cns has malfunctioned. The service history for this cns shows this is an isolated incident with no recurrence history.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) cannot transfer a patient as they keep getting bed not set. According to the customer, the room they're sending to is empty and powered on and has an ay connected, but the bed not ready message persists. It appears that the origination bed/cns do what they're supposed to, but the receiving bed and cns do not get the patient. Technical support (ts) troubleshot the issue and was able to help the customer figure out the problem and they successfully transferred a test patient. Ts collected the logs so that they can be investigated. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) cannot transfer a patient as they keep getting bed not set. There was no patient injury reported.